Event description:
Physician reported that part of a thoracentesis kit malfunctioned. The part was a valve in a piece that connects the syringe for aspiration to the catheter from the patient and to the collection bag. The physican attempted to aspirate fluid from the patient's chest and the device would not aspirate. The piece in question was removed as the physician suspected a clot. No clot was found. He states he was able to aspirate by using a 3-way stopcock instead of the piece in question. The physican states this has happened before twice, and a report has been previously filed on the second occurrence. He did not report the first occurrence.